Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. Customer's current blood glucose was 461 mg/dl. The customer did experienced the symptoms such as vomiting. Troubleshooting was not done for high blood glucose and under delivery. Auto mode feature was used at the time of high blood glucose event. The insulin pump will not be returned for analysis.